Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01284, 0002648920 - 2022 - 00114.

Event description:
It was reported that an acetabulum 52 was opened, and at the time of placing liner 36, it did not fix inside the acetabulum, so a new liner 32 was opened because the medical team thought that liner 36 was defective. When they used the liner 32, it didn't fix it in the acetabulum either. The doctor took out the 52 acetabulum and tested both liners outside the patient, and neither one of them fixed inside the acetabulum. They had to open the 54 acetabulum and the 36 liner to finish the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It was stated the products were able to seat together when returned to the distributorship. However, as no pictures were provided, the devices were not returned, and it is unknown why the devices did not seat together during surgery, a root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.